Event description:
It was reported by the sales rep that the embol-x cannula was defective. "The tip of the cannula where the holes are was defective. When the cannula was removed the tip almost broke off, several of the struts were broken." No patient injury was reported

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
Evaluation: upon evaluation it was confirmed that the embol-x cannula was defective. Several of the struts were deformed at the tip of the cannula. The root cause is that the tip was short shot. A supplier corrective action and product recall have been initiated for this file. Instructions for use were found to be appropriate for this event. Manufacturing records have been review for this lot and no related non-conformances were found. Complaints for the last two years have been reviewed and no other complaints for tip short shorts have been filed. Trends will continue to be monitored through the edwards quality system.